Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to discharge. Complaint indicated that there was no pt involvement in the reported malfunction

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The malfunction was duplicated and attributed to a faulty fuse on the analog board. Analysis for reports of this type has not identified an increase in trend.